Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented during a routine follow-up with noise on the rv lead. There were no other anomalies reported. The lead was capped and replaced. The physician decided to explanted the device to rule out the header issue. The patient was stable post-procedure.